Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a recent splice on (B)(6) 2019 for a suspicious driveline fracture ((B)(4)). The patient presented for alarms and a no external power was noted on history. There were also many power disconnects. During log file analysis, a few low battery hazards were observed. The controller detected multiple black power cable faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the log files. Log file 8c061710 was submitted for review from the primary controller ((B)(6)) and log file 8c131305 was downloaded from the returned primary controller. The log files contained approximately 17 days of data combined ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log files captured no external power alarms due to temporary losses of power while connected to the mpu on (B)(6) 2019 from 1:56:38 to 1:56:39 and on (B)(6) 2019 at 3:53:23. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system without issue during the losses of external power. The log files also captured intermittent power cable disconnect alarms while connected to batteries. The driveline was disconnected on (B)(6) 2019 at 17:29:02 to exchange the controller. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The mpu was not returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.